Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or reagent preparation issues. Hologic product applications specialist (pas) found no kinetics issues for this wl and noted it was possible the sample was low-target or mishandled. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (eua(B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 285605 on panther plus instrument sn (B)(4) which had a discrepant sample. The sample was positive in the wl in question, then retested negative on another panther and another time at a different site. Two new lysis tubes from the same specimens were also tested on two panthers and resulted as negative. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of the suspected false positive result being reported to patient.